Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00110: screw 1, 3025141-2020-00111: plate, 3025141-2020-00112: screw 2, 3025141-2020-00113: screw 3, 3025141-2020-00114: screw 4, 3025141-2020-00115: screw 5, 3025141-2020-00116: screw 6, 3025141-2020-00117: screw 7, 3025141-2020-00118: screw 8.

Event description:
An acu-loc® 2 vdr prox plate was implanted on (B)(6) 2020. At a follow up on (B)(6) 2020, a secondary fracture of the bone was noticed on x-ray.